Event description:
It was reported by the clinician that the catheter was being used on a female pt. The physician was attempting a subclavian placement in the intensive care unit when the spring wire guide (swg) began to unravel. The swg was removed intact and a chest x-ray was performed to confirm nothing was retained in the pt. There were no pt complications reported.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: received one 0.032"x60cm spring wire guide (swg). The returned swg was unraveled at the proximal end and had multiple bends along its length. The core wire was separated adjacent to the proximal weld which remained attached to the coil wire. The distal weld was intact without separation. No pieces appeared to be missing. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The device history record for the swg was reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a mfg related cause. The reported complaint of swg unraveling was confirmed through visual inspection of the returned sample. The potential cause could not be determined based upon the samples and the info provided. A CAPA has been initiated to address this issue.